Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving fentanyl and bupivacaine at an unknown concentration and dosage via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that their pump is not working and that they are sitting there half paralyzed in their spine. The patient noted that if he clicks the programmer it's not releasing or something as he's not getting relief. The patient reported it's getting worse and yesterday is when it stopped working completely. The patient stated "that's why I'm going to see him. I have a ruptured spine." And that "now because of the pain in my spine and right leg. I can't move.". The patient noted he can't walk and stated it's happening right now, and can't hardly move from the pain.